Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2014; tyrx-aae, implanted: (B)(6) 2021 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a routine wound check post generator replacement and a hematoma was noted. The patient had taken anticoagulation medication even though was instructed not to. A pressure dressing was applied and the patient was re-evaluated 2 days later. Due to the hematoma not resolving the patient was admitted for 2 days for observation and to ensure the anticoagulation medication was not being taken. After discharge the patient was seen for continued observation and rebandaging. Due to oozing from the lateral edge of the incision the patient was taken to the lab to drain the hematoma. The hematoma was drained, extensive clot and remnants of the antibacterial absorbable envelope were removed, and the pocket was reclosed. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.